Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that vapr wireless pedal was physically damaged. Per service manual operational and diagnostic, this complaint can be confirmed. It was found during evaluation that the device inserts were broken on the housing of the unit. Further, minor scratches were identified with the device upon decontamination. Repair would require replacement of the housing. Since the housing cannot be replaced; this unit is deemed unrepairable and it is being placed into long term hold. The physical damage and broken inserts to the device is most likely due to user mishandling of the device or a possible fall. There are no indications from this complaint investigation that the issue/failure is manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer that during that the vapr vue wireless footswitch device was physically damaged. During in-house engineering evaluation, it was determined that the inserts were broken on the housing of the device. There was no procedure nor patient involvement reported. No additional information was provided.